Event description:
It was reported, that the pacemaker system has exhibited a spike in right ventricular (rv) shock impedance of an out of range measurement above 200 ohms. Technical services (ts) was consulted and noted, noise on the electrogram (egm). Ts recommended further investigation and testing. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).